Event description:
It was reported that the unit had a user-low battery alarm. Unit stopped working with biomed for test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Performed initial check in attempt to replicate customer reported reason. During initial testing, the low battery alarm did not activate. However it was noted that the low pressure alarm did activate even when back pressure was above 10 cmh2o. The root cause of the reported issue was found to be the reported concern was not verified. Secondary issue found. Low pressure alarm needed calibration. Actions were taken to mitigate the reported issue: the cycle pressure switch was adjusted to bring low pressure alarm activation point into tolerance. Device passed all functional tests.